Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a device check and noise was observed on the right ventricular (rv) lead. The rv lead was replaced. No patient complications have been reported as a result of this event.